Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER (emergency room) with syncope and nausea. It was found that the right ventricular (rv) lead exhibited high thresholds, increased short v-v intervals, high sic (sensing integrity counter) and high non-sustained ventricular tachycardia with visible lead noise/oversense. It was also noted that rv pacing was inhibited, and the patient is symptomatic. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that pocket manipulation or isometrics did not reproduce any noise or oversensing. The rv lead was then reprogrammed.